Event description:
Device issue: none. Adverse event: myocardial infarction with target vessel revascularization. Onset of adverse event: after the procedure. It was reported that the three promus stents were placed in the right coronary artery (rca) on (B)(6) 2009. On (B)(6) 2010, the patient returned to the hospital due to symptoms of ischemia, elevated cardiac enzymes, new ECG changes and was diagnosed with a myocardial infarction. Angiography was performed and revealed that the mid rca was found to have 70% restenosis and proximal rca was found to have 90% restenosis, which required treatment with three additional stents. The patient was discharged from the hospital on (B)(6) 2010. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The promus 3.0 x 28 mm (part# 1009547-28b/lot# 9010961) and promus 3.0 x 28 mm (part# 1009547-28b/lot# 8081361) mentioned are being filed under separate manufacturer numbers. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.